Manufacturer narrative:
The manufacturing records review verified that the lots met all pre-release specifications. Additional devices: tgu404020/#9740392, tgu343420/#9466013.

Event description:
On (B)(6) 2012, the patient underwent treatment with conformable gore tag thoracic endoprostheses for a contained rupture of a dissecting aneurysm in the descending thoracic aorta. On (B)(6) 2012, the patient underwent another procedure. The vessels of the aortic arch were debranched, and a conformable gore tag thoracic endoprosthesis was placed to treat a proximal type I endoleak. A left hemothorax was also drained.